Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 3 devices were received for evaluation. The reported event was confirmed for (B)(4) devices. Evaluation found that one device had fluid ingress and the other device had fractured. The reported event was not confirmed for 1 device; however, it was found that the device was out of specifications due to two cells being depleted. The devices were scrapped by stryker. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes (B)(4) malfunction events, in which the batteries were reported to be leaking. There was no patient involvement with two reported events and there was patient involvement with one reported event; no patient impact.